Event description:
Dir 109707 was received from tga regarding the ethicon prosthesis for incontinence. Product details: product: tvto stress urinary incontinence mesh. Date of implantation: on (B)(6) 2011. Date of explanation: on (B)(6) 2025. Clinical event information: the patient underwent a tvt-o procedure for stress incontinence, which involves the insertion of a mid-urethral sling mesh. The patient has a history of chronic classical hodgkin lymphoma (nodular sclerosis) and received treatment consisting of avd (adriamycin, vinblastine, dactinomycin) chemotherapy for four cycles followed by interstitial field radiation therapy (if xrt) with the condition resolved. No further unresolved problems were documented.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. The manufacturing number is (B)(4).